Event description:
Customer reported to beckman coulter, inc (bec) that there was a clenz leak on the counter. Customer reported that small amount of clenz leaked from the probe during shutdown of the coulter lh 500 hematology analyzer. Customer reported that the volume of the leak was 4-5 drops, 1-2 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not observe any leak. The fse found the probe was bent. The fse straightened the probe.

Manufacturer narrative:
(B)(4).